Event description:
On (B)(6) 2010, pt reported her up/down buttons were not functioning. Pt stated she was having difficulty bolusing. Reviewed using standard bolus instead of quick bolus. Pt reported she noticed the issue a couple of days ago when she went to program a quick bolus. Pt stated the display did not change when she was pushing the button to program the number of units, but she could hear the beep and feel the vibration. Reviewed how to program a standard bolus. Pt reported the buttons pop back up when pressed; is not certain if she is able to press the buttons down as far as before. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.